Event description:
A materials manager reported that a surgeon explanted an intraocular lens (iol). According to the surgeon, the pt could not adapt to the lens. Additional info was requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/26/2008 and 07/03/2008 by fax, mail and phone. A completed questionnaire has not been received.